Manufacturer narrative:
E1 - initial reporter phone:(B)(6) b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a distal occlusion was out of range and occluded too early. The cassette was not attached, even thought the cassette was attached. There is no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9. Date returned to mfg: 12-mar-2025. H6. Investigation codes: updated. Investigation summary: the initial customer report indicates cassette was not latched issue. The complaint was not confirmed as the failure could not be replicated. The pump was calibrated, and the performance verification test was performed. All tests passed within specifications. Probable cause: no fault related to the complaint was found. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.